Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age and gender unk) using electrodes and a multi-function cable, but the device failed to discharge the clinician then obtained another device and another set of electrodes to successfully cardiovert the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.